Event description:
It was reported that there was leak at the tip during ablation.

Manufacturer narrative:
Initial event description on (B)(6) 2010 and response to f/u question on (B)(6) 2010 did not indicate a reportable event. Further info provided on (B)(6) 2010, indicated that the event is reportable. The device was not returned for eval. The device history record for lot k23792 was reviewed to ensure that each MFR and inspection operation was followed by the appropriate signature and date, indicating the process was performed in accordance with specifications.